Event description:
It was observed during the device inspection, that the front panel of the insufflation unit had an led (light-emitting diode) lighting failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the phenomenon was caused by lightning failure due to front panel light emitting diode (led) failure. Olympus will continue to monitor field performance for this device.